Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial distal release covered stent was to be used during an airway stent placement procedure on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was attempted to be deployed; however, when the stent was partially deployed it was unable to be released fully. The partially deployed stent was removed from the patient and the procedure was not completed. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.